Event description:
It was reported that during pulse generator interrogation, erroneous measured data was exhibited. Premature battery depletion was suspected.

Manufacturer narrative:
Final analysis found the device as received to be in backup vvi with normal backup characteristics. After downloading the device software, normal device function ensued and backup vvi did not recur. The reason for the backup vvi could not be determined. The reported erroneous measured data could not be verified.